Event description:
An adc customer stated that back in may (specific date unknown) her fs freedom lite meter would not turn on with strip insertion with test strip lot (0924320) and received an error 4 message while attempting to insert test strip lot (1013501). Customer did not report having an alternate means of testing and stated on (B)(4), 2010, while at home, she experienced both seizure activity and a loss of consciousness. Paramedics were called and customer was transported to a health care facility. Customer was diagnosed with hyperglycemia however, she could not recall the specific treatment or intervention rendered to her at the hospital. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The customer's product has been requested back for investigation and a supplemental report will be sent once product has been received and the investigation results are available.